Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Please see lot number expiration date.

Manufacturer narrative:
The flotrac device was not returned for evaluation; it was discarded due to infection. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during an or liver transplant case, the monitor was set up with patient demographics and swan technology was selected. The swan was connected to a cco and oximetry cable. Oximetry calibration was selected and then in-vitro. The swan failed calibration twice, so the doctor asked for a new swan. The new swan was connected, and calibration again failed twice. The anesthesiologist made several attempts to float the swan with no success and requested flotrac. The patient had right and left radial arterial lines with good waveforms. The left radial transducer was swapped out to flotrac as requested. The cco, cci, sv and svr numbers from the hemisphere cx were questionable and the physician stated he did not believe them. After a few minutes the flotrac blood pressure numbers started to steadily decline and the right radial a-line remained unchanged. The flotrac was re-zeroed several times and the blood pressure would repeatedly match with the right radial value and gradually trend downwards. The physician asked that the flotrac be disconnected and it was swapped back to a traditional transducer. The new traditional transducer matched up with the right radial arterial line, with no drifting. The flotrac transducer was saved along with initial swan. The patient is hep c positive, so the swan cannot be returned. There was no patient harm.